Manufacturer narrative:
Date rec'd by MFR: 12jul2019. The technical support representative advised the customer to replace the power management power control board (pm pcb). The customer replaced the power management printed circuit board assembly (pm pcba) and confirmed that the issue was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The customer could not confirm if the ventilator was being used on a patient at the time that the issue was discovered; therefore, no patient information could be provided. The faulty pm pcba is no longer available so it will not be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the ventilator produced a "primary alarm failed" error. It is unknown if the device was being used on a patient at the time that the issue was discovered; however, no patient harm was reported.